Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31811. It was reported the patient experienced ineffective stimulation due to invalid impedances and the lead being kinked at the base of the anchor. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored. Note: it is unknown which is lead is liable, as such both leads are being reported.